Manufacturer narrative:
Further investigation by bayer radiology quality assurance product analysis found foreign material in the packaging consistent in appearance to insect parts, nesting materials, and offal. Several holes found at the pouch folds were likely inset entry and/or exit points. The cause of the reported problem was determined to be environmental exposure of the packages to an insect infestation, likely during storage over an extended period of time in an uncontrolled environment. Review of the manufacturing plant's pest control service reports determined there were no reports of insect infestation in manufacturing, packaging, packing, or storage areas of the manufacturing facility at or around the time of the subject batch's manufacturing date. Product packaging is designed to resist exposure to standard environmental elements; however, it is not designed to withstand the active entry of insects over an extended period of time. Since the investigation indicates environmental exposure exceeded the packaging design intent, there is no evidence of product malfunction.

Event description:
A bayer representative reported the following: the customer observed particles in the lpct (low pressure connecting tubing) package prior to use.

Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned tubing, lot number 146110, and confirmed the presence of multiple minuscule particles within the package. The dust caps were secured on the tubing; however the dust caps do not fully enclose the tube set which could allow for the potential of particulates to enter the tubing. Comparison of the particles with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists. The product instructions for use instruct the user to "visually inspect contents and package before each use". The visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted.